Manufacturer narrative:
The lot number was not provided.

Event description:
Information was received that the patient reported the solution leaked out of the air filter on extension tubing. The patient replaced the tube to resolve the issue. There were no adverse events reported.